Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the reported the previous ins was replaced because it only lasted two years. No further complications were reported. No patient symptoms were reported.